Event description:
A physician reported the leakage from one canula after several minutes during vitrectomy/retinal detachment surgery after introducing the valve cannulas to the patient¿ eye. The surgery was completed with the same cannula. There was a patient contact, but no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened 25-gauge (ga) trocar cannula hub assemblies in small parts tray (smpt) and within a bag were received. The samples were visually inspected, samples #2 and #3 were found to be nonconforming with damaged septum¿s, slit extending to the hub and/or a hole observed in the septum. Sample #1 was found to be visually conforming. The sample was then functionally leak tested and was found to be conforming. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valve (samples 2 and 3) could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. A possible contributing factor to the damage (hole) observed on sample 3, could be that the probe was actuated while moving the probe in or out of the trocar and the probe cut the trocar septum. The returned sample #1 was found to be visually and functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Sample 1 was found to meet specification and the exact root cause for sample #2 and #3 is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).